Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x23mm xience prime stent was implanted in the mid circumflex (cx) coronary artery lesion. Following, a dissection occurred. There were no other device or procedure issues noted. There was no clinically significant procedural delay. There was no adverse patient sequela reported. There was no additional information provided.